Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, standard, 3d with 2mp color, the left foot pedal was sticking and the gantry moved downward on its own. The user site reported that the issue occurred during patient exams and also while the detector was being cleaned. No patient impact or injuries were reported, and the exams were completed using the same unit. The user site further reported that during one occurrence, the technologist pressed the foot pedal to lower the gantry while cleaning the system, and when the technologist removed her foot from the pedal, the gantry continued moving downward. During another occurrence in a patient exam, the user site reported that the foot pedal was pressed and the gantry moved all the way down to its lowest position. The user site reported that after this, the gantry movement could be stopped by pressing the upward foot pedal. A hologic field service engineer (fse) reviewed the reported issue and documented that the footswitch was sticking. The fse reported that they ordered a replacement footswitch and arranged for it to be sent to the site. The fse reported that the site biomedical team installed the replacement footswitch and tested the system. The fse reported that following installation, the system was reported to be operating properly with no further issues. No further information is available at this time.